Event description:
The customer reported while preparing the subject device for use during an unspecified procedure, the forceps elevator wire (k-wire) was found to be broken. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center. Upon inspection and testing of the returned device, it was observed the inside of the light guide lens was dirty and the k-wire was frayed and raised. This report is being submitted for the malfunction found during evaluation (dirty lg lens and raised k-wire).

Manufacturer narrative:
In addition to dirty lg lens and raised k-wire, service found the bending angle in up and right directions were out of specification due to wear of the angulation wire, the suction capacity was out of specification due to damaged suction channel, there was a leakage due to perforation of the suction tube, there was a leakage due to deformation of the electrical connector, forceps angulation was out of specification due to damaged k-wire, guide wire angulation was out of specification due to damaged k-wire, the light guide bundle was deformed, the objective lens was broken, the light guide lens was broken, the adhesive on the bending section cover was broken, and discolored, the connecting tube was wrinkled, the control part of the universal cord was wrinkled, the scope connector cover was deformed, the electrical connector was corroded due to a leakage, and the boot (protector) was scratched. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "inside of the light guide [lg] lens was dirty" was presumed to have been due to physical stress, causing the lens to be broken and allowing dirt to enter the lens. The suggested phenomenon of "some wires strands were cut, frayed and raised" was presumed to have been due to fatigue breakdown by repeated operation of forceps elevator, causing the strand to be cut. Moreover, the wire was frayed and raised by repeated brushing around forceps elevator and attachment/detachment of the distal cover. Users can detect the suggested events properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscope : inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. ·the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning. ·preparation and inspection - attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety." Users can reduce/prevent the suggested events by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. ·preparation and inspection - attaching the distal cover" olympus will continue to monitor field performance for this device.